Event description:
The customer reported that the system experienced an un-commanded collimator close down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel processor and I/o pcb assemblies were evaluated and replaced. The system was tested, found to be working as intended and put back into service.